Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncho videoscope encountered a b30 error. The issue occurred during setup/inspection for use. There were no reports of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The investigation found that the u plug unit was immersed in liquid causing the b30 scope communication error. Based on the results of the investigation, it suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.